Manufacturer narrative:
The insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to corroded keypad traces. Unable to perform the self test or displacement test or verify audio/vibrate anomaly due to corroded keypad traces. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibration anomaly. The customer¿s blood glucose level was unknown. It was claimed that vibration got louder. The self test was performed and passed. The troubleshooting was not performed. The insulin pump will be returned for analysis.